Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the graftmaster stent delivery system (sds) was used to treat a perforation that occurred in the proximal right coronary artery (rca). The stent delivery system was unable to cross to cover the perforation. Unspecified balloon angioplasty was used to seal the perforated area. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.